Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer reported receiving calibration not accepted alert. The customer reported a loss of communication between the sensor and the pump. The customer reported a blood glucose value of 469 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) unomedical, unk_reservoir, mmt-1884, and mmt-5120ma. Troubleshooting was performed for the calibration not accepted, and the customer entered a new blood glucose to calibrate but calibration was not accepted. Troubleshooting was performed for the loss of communication, and the customer confirmed sensor serial number is programmed in pump. Pump and sensor did not communicate after deleting sensor from the pump and re-pairing the sensor. Troubleshooting was performed for the smartguard, and the customer entered in blood glucose and system began working as expected. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for unomedical, unk_reservoir, mmt-1884, and mmt-5120ma.